Event description:
In 1992 pt underwent right total knee arthroplasty for degenerative joint disease and has continued to comnplain of pain and swelling. Knee joint has been aspirated in the past. Pt reports "clicking" of the knee. Admitted to hospital 9/13/94 for revision of right totat knee. Prosthesis was removed and replaced. Joint aspiration was negative for infectious process.